Manufacturer narrative:
(B)(4).

Event description:
When surgeon drilled and placed the anchor, the acetabular rim fractured off on the articular surface/ bone junction. Dr feels it happened because of the "shearing angle" that the anchor is now being tapped in at. With the straight guide the force is directly in line when tapping in the anchor but with this new curved system your force is being directed at an angle towards the rim of the acetabulum. Where this really affects us is the last 1/3 of the anchor. Case was completed with a straight guide and anchor. E-mail received confirmed broken anchor was removed.